Event description:
It was reported that the dash personal diabetes manager (pdm) battery is bulging. The pdm can no longer be used. No impact to the patient's blood glucose level was reported. No medical assistance was required. A replacement pdm was arranged to be delivered to the patient.

Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured prior to the correction for action res#90987 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.